Manufacturer narrative:
Additional information was requested with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit alarmed "high drive pressure" and maintenance required code #2". There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) unit alarmed "high drive pressure" and maintenance required code #2". There was no patient involvement.